Event description:
The reporter stated the surgeon inserted and removed on aq2015a silicone aspheric three piece lens due to there was a line in the middle of the lens. There was no pt injury and sutures were not required. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn). Based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).